Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulsed radio-frequency procedure, the generator would not achieve target voltage and the patient did not receive treatment. The generator would fluctuate between 2 and 75 volts. The procedure was completed. Several days following the procedure, the patient did not achieve any therapeutic benefit from the procedure.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10 one 3 lesion nt1100¿ pain management rf generator was returned for investigation. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. Based on the information provided to abbott and the investigation performed, the reported low voltage was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.